Event description:
(B)(4). Same case as MFR ID: 2134265-2010-02061, 2134265-2010-02235, 2134265-2010-02236. Same patient as MFR ID: 2134265-2010-02768, 2134265-2010-02765, 2134265-2009-02608. It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient experienced restenosis. The patient had one unknown size taxus express2 stent placed in (B)(6) 2007 in the mid right coronary artery (rca). Restenosis of the mid rca was confirmed in (B)(6) 2009. The 90% stenosed lesion was 15mm long with a reference vessel diameter of 3.5mm. Twenty two days later, the patient had an unknown size non-bsc drug eluting stent implanted in the lesion resulting in 0% residual stenosis. The event was considered resolved and the patient condition post reintervention was reported to be "good" and was discharged 1 day later. It is the opinion of the physician that this event is related to the taxus express2 stent.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that at the time of the event, the patient presented without ischemic symptoms. The site reported visually that the restenosis was in the mid rca. However, core lab analysis indicates that it was in the proximal rca. Core lab analysis also indicates that the stenosis before treatment was 72% (reported to be visually 90% by the site) and after treatment was 19% (reported to be visually 0% by the site). Timi-3 flow was maintained throughout the re-intervention. Furthermore, it is the opinion of the physician that this event was restenosis of the non-study taxus express2 stent that was implanted in (B)(6) - 2007.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).